Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error while the customer was putting in a new reservoir during the manual prime process. The customer's blood glucose was 16 mmol/l. The customer stated that the insulin pump may have alarmed motor position encoder error, although she was unsure. She stated that after the alarm, the insulin pump rebooted and began counting up. The customer was unable to complete the rewind sequence. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.